Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 3 days of data (19sep2022 ¿ 22sep2022 per the timestamp). A power cable disconnect alarm that was not associated with power source exchanges and a low voltage hazard alarm activated on (B)(6) 2022 from 11:11:54 to 11:12:47 due to a loss of power on the mpu. The relative state of charge (rsoc) on both power cables dropped to approximately 0 v while connected to the mobile power unit (mpu) when the alarms were active; the atypical alarms resolved when the power source was exchanged. An atypical power cable disconnect alarm also activated on (B)(6) 2022 at 23:13:46 due to the white power cable being disconnected from a 14v battery and then being connected to the mpu when the voltage issue was occurring; the alarm was then resolved after the white power cable was reconnected to the 14v battery. This sequence of events repeated multiple times on (B)(6) 2022 between 22:21:08 and 22:31:00. The reported issue did not affect the controller¿s ability to support the pump at the set speed. There were no other notable alarms throughout the log file. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation, and if the cause of the alarms was determined; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mpu could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having power cable disconnects while connected to the mobile power unit (mpu). The patient tried other outlets and received the same alarm. The alarms resolved when switched to battery power. Log file review captured multiple power cable disconnect alarms associated with the white power lead of the controller. A no external power alarm was also observed on (B)(6) 2022 while connected to the mpu.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned mobile power unit (mpu) (serial number: (B)(6)). The log file contained approximately 3 days of data (19sep2022 ¿ 22sep2022 per the timestamp). A power cable disconnect alarm that was not associated with power source exchanges and a low voltage hazard alarm activated on 20sep2022 from 11:11:54 to 11:12:47 due to a loss of power on the mpu. The relative state of charge (rsoc) on both power cables dropped to approximately 0 v while connected to the mobile power unit (mpu) when the alarms were active; the atypical alarms resolved when the power source was exchanged. An atypical power cable disconnect alarm also activated on 20sep2022 at 23:13:46 due to the white power cable being disconnected from a 14v battery and then being connected to the mpu when the voltage issue was occurring; the alarm was then resolved after the white power cable was reconnected to the 14v battery. This sequence of events repeated multiple times on 21sep2022 between 22:21:08 and 22:31:00. The reported issue did not affect the controller¿s ability to support the pump at the set speed. There were no other notable alarms throughout the log file. The returned mpu was evaluated at the service depot and functioned as intended. The mpu was functionally tested and the unit passed without any issues. No issues were observed on the mpu. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 06jun2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (, rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.